Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device battery exhibited high impedance and premature depletion. The device remains in use however the patient will be scheduled for an ipg change. No patient complications have been reported as a result of this event.